Event description:
It was reported that while setting up for a case and torquing on a disposable, the 4-40 stud broke off the handpiece. The handpiece was replaced and the case was completed successfully with no pt consequence.